Event description:
It was reported that this right ventricular (rv) lead, implanted with another manufacturer's pacemaker, exhibited oversensing of atrial pace signals. Pacing inhibition of almost three seconds was noted as a result of the oversensing. Additionally, loss of capture was also observed. It was reported the patient is pacer dependent and had experienced intermittent dizziness. Insulation damage to this lead was suspected. The lead was surgically abandoned and the patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.